Event description:
It was reported that the patient showed high lead impedance during diagnostics test. Patient had fallen down and broke his arm. Last good diagnostics results were obtained on (B) (6) 2009. Patient's device was turned off and sent for x-ray. Patient was also referred to a surgeon for a possible lead revision. Follow up with the nurse revealed that patient was seen the same day when he had fallen down and diagnostics test resulted in high lead impedance. Nurse could not confirm if the high lead impedance result was related to the fall. X-rays were taken but a copy was not available for manufacturer review. No anomaly was found on the x-rays as per the nurse. Patient will most likely undergo a full revision surgery.

Manufacturer narrative:
Device failure suspected, bud did not cause or contribute to a death or serious injury.